Manufacturer narrative:
This event was determined to be supplemental information, and the investigation will be covered under MFR #: 2916596-2024-01659.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log file review was requested for a destination therapy patient who was currently admitted with a persistent, deep driveline infection. They had partial recovery of their cardiac function. The site stated that they noticed brief low flow events, which they were attributing to hypertension, currently being more aggressively managed. Driveline infection was previously reported under MFR 2916596-2024-01659.